Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), reported or identified through this evaluation. The low flow events were due to the set speed setting being dropped from 5800 rpms to 4800 rpms. After the fixed speed setting was set back to 5800 rpms, the flow values appeared to return to baseline values. There was no reported patient impact or device malfunction. The device operated as intended. Patient identifying information was not reported, and heartmate 3 lvas, serial number: (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The log file captured low flow events due to the set speed setting being dropped from 5800 rpms to 4800 rpms on 18oct2025. After the fixed speed setting was set back to 5800 rpms, the flow values appeared to return to baseline values.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.